Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. No additional patient=event details have bene provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
A wound ostomy continence nurse reported the following complaint: unable to deflate balloon on fecal management system.